Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive. Prior to the system becoming unresponsive, the representative reported that the system was running slower than desired. There was no patient present when this issue was identified. No additional information was provided.